Manufacturer narrative:
(B)(4).

Event description:
It was reported that during insertion in the ICU, the raulerson syringe leaked during aspiration. As a result, new kit was opened and used without issue. A delay was reported, however, there was no additional harm to the patient due to this delay or as a result of this occurrence.

Manufacturer narrative:
(B)(4). Device evaluation: the report that the arrow raulerson syringe (ars) was found leaking when attempting to aspirate from the vein was not confirmed. Returned was one arrow raulerson syringe (ars) was returned. The ars appeared typical. The luer taper at the tip of the syringe was found to be acceptable. A vacuum leak test was performed on the ars. With the plunger body at the bottom of the syringe, the tip of the ars was occluded and the plunger was pulled back until it stopped. With the tip of the ars still occluded, the plunger was released and it returned to its original position, which passed the test. A device history record review was performed and did not reveal any manufacturing related issues. The ars passed vacuum testing and no defects/anomalies were observed. No problem was found on the sample. No further action will be taken.